Event description:
It was reported that the patient was implanted with a pacemaker system. The patient had a syncopal event that led to an emergency room (ER) visit. Upon interrogation, it was noted high capture thresholds on both the right atrial (ra) lead and the right ventricular (rv) lead. This led to a revision of the two leads. The rv lead was found to be dislodged and pulled back and was repositioned. The ra lead may have slightly perforated the atrium. The ra lead was attempted to be revised but the helix was filled with tissue and could no longer be deployed accurately. The ra lead was successfully explanted and replaced with another ra lead. No additional adverse patient effects were reported.